Manufacturer narrative:
Returned product analysis verified a shaft separation. The catheter was returned in 3 pieces. The break occurred approximately 33 cm distally from the edge of the strain relief, and there was excessive elongation and exposed broken wires protruding out of the shaft. This would indicate strong force was applied to the catheter. As stated in the event description, the shaft had been cut approximately 14.5 cm distally from the point of the break. Visual and microscopic examination of the material surrounding the kink did not reveal any inherent dificiencies that would have contributed to the incident. The mfg records for top assembly batch 560283 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.

Event description:
Event determined to be reportable based on investigation approved march 28, 2007. It was reported that during an unk procedure, the expo diagnostic catheter broke at the hub. The physician was twisting the catheter and the diagnostic catheter broke just above the hub. The diagnostic catheter was in the pt along with the sheath. The physician put a clamp on the sheath and pulled the sheath back with the diagnostic catheter in it. The physician cut the catheter in half to get a wire back in the femoral artery and resheathed it. There were no reported pt complications. Pt status listed as "ok."